Event description:
This device was implanted and after the 30j shock, the pocket was closed but the device could not be interrogated. The physician opened the pocket and replaced this ICD with another ICD. It was determined that a faulty st. Jude 7120-60 fired this device. At this time, the implanted device has therapy turned off until the faulty rv lead is replaced. There were no adverse patient events reported. Should additional information be received, this report will be updated 9/29/2015". This device was returned

Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include - butare not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. Therefore it cannot be excluded that a defect lead as mentioned in the clinical observation might have contributed to the clinical event. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.